Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. Analysis indicated the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that the low-voltage right ventricular (rv) lead triggered a high impedance alarm and no pacing was observed. It was suspected the lead was worn down or fractured under the x-ray and the rv lead was explanted and replaced. It was noted by the physician there was no fracture observed through visual inspection, however, the lead was not smooth via touch. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.